Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The following alarms were noted in the alarm log: reload the set 201, reload the set 202, system error (se) 2044, se 2265, and se 2201. As the occurrence date was unknown and the error not specified, the reported problem could not be identified. A visual inspection and functional testing were performed. Electrical safety testing, calibration, and a simulated therapy were performed with no issues found. The membrane gasket, bottle tubing, and battery were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The reported unknown alarm was determined to be a reload the set 202 alarm found in the event history log. The cause of the problem was the membrane gasket. To correct the condition, the membrane gasket was replaced. The device was sent for servicing. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that an unknown system error occurred during therapy on the homechoice. It was not specified when in the therapy this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention. No additional information is available.